Event description:
It was reported that a pump was alarming for an upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom upstream occlusion alarm was confirmed through the history log, but could not be reproduced. Eval found the upper reading on the ultrasonic sensor to be below spec. Low ultrasonic readings it would make the pump more sensitive to aire and upstream occlusion alarms while the pump is running. As a result, the upstream sensor was replaced.